Event description:
While inserting the guidewire into the microcatheter, the middle part of the guidewire broke. There was no patient involvement.

Manufacturer narrative:
Device not received.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the guidewire was received in two fragments. The proximal fragment measured to be approximately 89.5cm in length and the distal fragment was approximately 113.5cm in length. Magnified examination of the fractured site showed that the core was fractured. It appears that the guidewire was bent first and then separated. The guidewire was also noted to be bent several places along its length. The guidewire polytetrafluoroethylene (ptfe) coating was peeled off on several places along its proximal 46.0cm length. The observed peeling is believed to have occurred from an excessively tightened torque device. The torque device was on the guidewire where the ptfe coating was scraped off. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. Since the device directions for use (dfu) specifically cautions that an overtightened torque device may result in abrasion of the coating of the wire, the cause is likely related to the dfu instructions not being followed. The fracture on the guidewire appeared to be due to a torsion/bending overload. Due to the anomalies found on the guidewire, functional analysis could not be performed. Review and analysis of the available information fails to indicate a definitive cause of the reported event.

Event description:
While inserting the guidewire into the microcatheter, the middle part of the guidewire broke. There was no patient involvement.